Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was becoming bent causing insulin to leak at her site. The patient's blood glucose was elevated. No adverse event reported. Return of the suspect device was requested for evaluation.